Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, the customer's blood glucose level was 256 mg/dl. Customer administered a manual injection. It was reported he customer refilled a previously used cartridge w/insulin . The customer was able to reload a cartridge successfully.